Event description:
During the initial implant date, the right atrial (ra) lead dislodged after placement. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The lead was returned due to lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection found the helix retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix was within specification.